Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent readings occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were unable to establish a connection. The reported event of intermittent readings is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.